Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated (bg) level of "high" on glucose monitor. Reportedly, customer boluses were not being delivered which elevated their bg levels. Bg was addressed via manual dose injection. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.